Event description:
A hysterectomy procedure was being done when the fiberglass tip of the hysteroscope sheath came off in the uterus. The physician used a pituitary ronguer to grasp the tip, but the tip broke into several pieces. All of the pieces were either retrieved or irrigated out of the uterus. No pt injury was reported.